Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The patient was referred to their physician. No adverse patient effects were reported. Subsequent information indicates that this patient was seen in the clinic over a year and a half later and the device was interrogated and found to be in storage mode with a battery voltage of 2.18 volts. The date that the device entered storage mode was (B)(6) 2011. The patient had not been seen for some time, the previous tones were believed to have been coming from someone's car alarm per the patient. The patient underwent a device changeout procedure and this product was explanted for normal battery depletion. The patient had been unprotected due to storage mode for several months, at this time, we are unable to confirm whether or not this device met longevity prior to entering storage mode.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.